Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an alliance syringe was used during an esophageal dilatation on (B)(6), 2012. According to the complainant, during the procedure, the nurse was unable to inflate the hercules balloon to the indicated pressure on the syringe. It could not be confirmed that the gauge reading was accurate. The procedure was completed with another alliance syringe and the same balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no damage or defects with the device. There were no visual defects noted on the extension tube. The syringe assembly was tested with the returned extension tube and was pressurized to 10atm with 35ml of sterile water for 30 seconds. No functional issues were noted with the gauge during this test. No leaks were noted during this test. The reported defect of gauge reading inaccurately was not confirmed. However, this failure likely occurred due to anatomical/procedural factors (such as connection issues) which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during an esophageal dilatation on (B)(6) 2012. According to the complainant, during the procedure, the nurse was unable to inflate the hercules balloon to the indicated pressure on the syringe. It could not be confirmed that the gauge reading was accurate. The procedure was completed with another alliance syringe and the same balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.